Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a percutaneous coronary intervention (pci) procedure, a burr became stuck on the guide wire. The 99% stenosed lesion was located in a calcified and moderately tortuous mid left anterior descending artery. Rotational atherectomy was attempted however, during the first ablation a 1.25mm rotablator rotalink plus became stuck on the 325cm rotawire guide wire. The devices were removed from the patient as a unit. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good. However, analysis of the 325cm rotawire guide wire revealed a guide wire fracture. It was further reported that the spring tip broke off outside of the patient after the procedure was completed.

Manufacturer narrative:
Device evaluated by MFR: the rotawire guide wire was received kinked and missing the spring tip. Visual inspection revealed kinks at 127 cm, 131 cm, 168 cm, 179 cm, 179.5 cm, 191.2 cm and 277 cm measured from the proximal fracture point. The spring tip was not received for analysis. Sem device analysis of the proximal fracture site revealed the fracture occurred at an approximate 45 degree angle with the fracture surface exhibiting elongated dimple ruptures and smeared material. The fracture occurred as a result of a shear, tensile overload. No further material anomalies were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).